Event description:
It was reported that noise was identified on the patient's lead. The patient continues to be monitored, and no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).